Manufacturer narrative:
D6a and d6b implant and explant dates were reported incorrectly on the initial report submitted, as the introducer is not implanted or explanted in the patient.

Manufacturer narrative:
D6b: added explant date. Investigation summary: the cause of the ischemia was unable to be determined due to insufficient clinical details and no product return.

Manufacturer narrative:
D6b. The exact explant date is unknown as the introducer and the peel away were left inside the body. The introducer was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental report will be filed.

Event description:
The user facility reported that a patient was attempted to be placed on an impella cp via left femoral artery in cardiac catheterization laboratory for mechanical circulatory support. A double pre-close was placed prior to a 14 french peel away introducer. The patient had notable small vasculature requiring proactive femorofemoral bypass to prevent distal limb ischemia. The patient was cannulated for peripheral venoarterial extracorporeal membrane oxygenation. Bilateral antegrade 6 french arrow sheaths were placed prior to arterial extracorporeal membrane oxygenation (ECMO) cannula and 14 french peel-away introducer. Under fluoroscopy, contrast dye was administered and there was no flow noted distal to the 14 french peel away. The device was then inserted via abiomed best practice. Under fluoroscopy, the left ventricle (lv) cavity was noted to be small and the device was unable to be positioned appropriately. Support was initiated. Echocardiography was then performed to assess proper placement of the impella cp. The device was very shallow with inflow at the aortic valve annulus. It was unable to be advanced due to worsening arrhythmias and notably small lv cavity. The device was not stable, migrating back and forth across the aortic valve. Due to the worsening limb ischemia and lv anatomy, the decision was to explant the impella cp. The peel away introducer remained in place. Vascular surgery was consulted for surgical removal and cutdown/repair. They were unable to have surgical repair due to interference of venous ECMO cannula in the left femoral vein. A distal perfusion catheter was left in place from the 14 french peel away via femorofemoral bypass. Removal and manual pressure was to be applied in the cardiac care unit. This is one of two related reports. This report addresses the introducer and another report will be submitted to address the impella cp.